Event description:
This incident happened post surgery in the decontamination unit of central sterile. The employee was cleaning the anterior uchr post system, hand washing per our instructions, when the carbon fiber anterior head ring post splintered and the splinter punctured his finger and had to be removed in the emergency room. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.